Manufacturer narrative:
Customer reported to FDA: no information. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump passed all functional tests, there was not any issues with the latch lock. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preformed preventative maintenance and replaced main board as a preventative measure.

Event description:
It was reported that the latch lock was loose. No patient injury was reported.